Manufacturer narrative:
(B)(4). Visual, functional and sem inspection/analysis were performed on the returned device by abbott vascular (av). The reported balloon rupture was not confirmed; however, the noted longitudinal tear (split) in the inner member at the distal end of the proximal balloon marker is likely what the account perceived as the balloon rupture since the device leaked. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the noted longitudinal tear (split) in the inner member at the distal end of the proximal balloon marker appears to be related to a potential product quality issue. The investigation determined the reported balloon rupture and physical resistance appear to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified de novo mid circumflex artery that was 90% stenosed. A 2.0 x 15 mm traveler balloon catheter was advanced for pre-dilatation and met initial resistance with the anatomy. However, the balloon ruptured at 12 atmospheres during the first inflation. Therefore, a 2.0 x 15 mm non-abbott balloon catheter was used for pre-dilatation. Then, a 2.5 x 33 mm xience prime stent delivery system was advanced; however, the stent could not cross the lesion due to the anatomy. Therefore, the procedure was aborted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.